Manufacturer narrative:
H3:product analysis found that visually, the packaging carton for the opened sample was not returned and the distal end of the sample was contaminated, especially on the cuff balloon. Under magnification, there were small holes/voids in the trace pads and in the ink traces underneath the adhesive. Due to the wire harness being cut, the wires were stripped to perform continuity testing. Electrically, resistance from end to end shall be less than 200 ohms and the actual measurements were 60.7 ohms (blue), 190.9 ohms (blue with white stripe), 92.2 ohms (red), and 203.7 ohms (red with white stripe) which the red with white stripe electrode was out of specification. For further analysis, a stylette was used to manipulate the shape of the sample, especially around the clamp shell, and the resistance for the red with white stripe electrode changed to have no reading after manipulation, but the other 3 electrodes remained in specification. Console functional testing could not be performed on this sample due to the cut wire harness. In the returned condition, there was an out of specification condition that was related to the complaint. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-op, tube was having excessive amount noise to the entire case.  They continued case but could not tell if they were getting close to the nerve due to all the false positive ¿events¿. There was no patient impact.